Manufacturer narrative:
A ge representative evaluated the system and reseated a loose fuse in the monitor cart. The system operates as intended.

Event description:
The customer reported the system blows a fuse on the monitor cart as soon as the system is plugged in. No pt injury was reported.